Manufacturer narrative:
Veeva case:(B)(4).

Event description:
One of our patients, who has dementia, ingested one. [Accidental device ingestion]. Case description: on 2024-09-02 a spontaneous case was reported in korea (the republic of) by an other health professional via call center representative (phone). The report concerns a consumer. The consumer received polident cleanser (napc+potm+taed tablet) for indication product use for unknown indication. Lot number and expiry date was unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident cleanser, the consumer experienced a medically significant one of our patients, who has dementia, ingested one (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. The consumer's relevant medical history includes: dementia (ongoing), no drug history was reported. The action taken for polident cleanser was unknown. Dechallenge unknown and rechallenge not applicable. The reporter causality of the event accidental device ingestion with respect to suspect was assessed as not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "this is a nursing home. One of our patients, who has dementia, ingested one. I'm calling to ask about the instructions on what to do if someone ingested it. It's the cleanser. Isn't there a separate instruction manual included?". The report is being resubmitted to capture corrections. The information was received on 2024-09-02 and is as follows: product coding was updated from unknown to tablet. In narrative dechallange and rechallane result was updated. Device code type "medical device component" updated as appropriate term/code not available (g07002).